Event description:
Case description: investigation results: name: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill 3.0 ml, batch: rr72as5. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: tresiba penfill, batch: rs6my26. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission case was updated with the following: -final report updated and expected date of fu removed in EU/ca tab. -investigation results updated in qc comment and qc results. -bcdg codes updated in device addendum. -is non-reportable updated to "no" in device tab. -malfunction updated to "no" in device tab. -narrative updated accordingly. Final manufacturer comment: 17-jan-2026: the suspected novopen 4 device has not been returned to novo nordisk for evaluation. The batch number of the device is currently unavailable, despite numerous attempts to obtain it. Consequently, no batch trend analysis or reference sample analysis has been conducted. Additionally, no other confounding factors have been identified. Given the limited information on the handling of the suspected device, it is not possible to determine a definitive root cause concerning the functionality of the novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill and tresiba penfill. H3 continued: evaluation summary. Name: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffering from hyperglycemia (her bgl reached 600 mg/dl), and she was hospitalized while using novorapid and tresiba penfills. [Hyperglycaemia] event happened due to the pen issue [device issue]. Case description: study ID: (B)(4). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and bmi (body mass index) not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia (hyperglycemia)" with an unspecified onset date , "pen issue(device issue)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "diabetes mellitus", , tresiba penfill (insulin degludec 100 u/ml) from unknown start date for "diabetes mellitus", dosage regimens: novopen 4: novorapid penfill 3.0 ml: ideg penfill: current condition: diabetes mellitus (type and duration not reported). On an unknown date patient was hospitalized (onset and discharge dates not specified) due to hyperglycaemia of blood glucose levels reached to 600mg/dl due to novopen 4 issue. Batch numbers: novopen 4: requested novorapid penfill 3.0 ml: rr72as5 ideg penfill: rs6my26 action taken to novorapid penfill was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "hyperglycemia (hyperglycemia)" was not reported. The outcome for the event "pen issue(device issue)" was not reported. Reporter's causality (novopen 4) - hyperglycemia (hyperglycemia) : possible pen issue(device issue) : unknown company's causality (novopen 4) - hyperglycemia (hyperglycemia) : possible pen issue(device issue) : possible reporter's causality (novorapid penfill) - hyperglycemia (hyperglycemia) : unknown pen issue(device issue) : unknown company's causality (novorapid penfill) - hyperglycemia (hyperglycemia) : possible pen issue(device issue) : possible reporter's causality (tresiba penfill) - hyperglycemia (hyperglycemia) : unknown pen issue(device issue) : unknown company's causality (tresiba penfill) - hyperglycemia (hyperglycemia) : possible pen issue(device issue) : possible the event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.